Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply connection was evaluated and reseated. The system was tested and found to be working as intended and returned to service.